Event description:
The customer reported having difficulties with the insulin pump and his blood glucose has been high for the past twelve hours. The blood glucose reading was 336mg/dl. Troubleshooting was performed. The customer stated that he was in the emergency room due to high blood glucose. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms. The caller stated that the drive support cap appears normal. Assisted the customer to run the manual prime process and the insulin did exit. The customer declined to perform the high pressure test and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.